Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have a severe overbite and crowding on the bottom teeth. Their dentist has recommended discontinuing treatment and said with the dental impressions the patient submitted their case should not have even been taken and they should have immediately been referred to braces. Their overbite and overcrowding can not be fixed by dental aligners. At check in patient marked true to discomfort, excessive bleeding, inflammation, gingivitis, sensitivity and discoloration.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.